Event description:
On (B) (6) 2009 the facility?s biomedical engineer reported to baxter global technical services one colleague cx volumetric infusion pump in which channel a went to alarm. The reported condition occurred during patient therapy in the emergency room and therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B) (4)